Manufacturer narrative:
This report is filed july 31, 2014.

Event description:
Per the clinic, the patient developed an infection and skin flap breakdown at the implant site requiring treatment with oral antibiotics (duration not reported). Subsequently the device was explanted on (B)(6) 2014. The device has not been made available for analysis as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
(B)(4). Device is currently unavailable.